Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-07. H6: investigation summary: bd received 1 shelf pack samples from the customer for investigation. 25 samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA) 1465371. H3 other text : see h.10.

Event description:
It was reported that after use with a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off resulting in a needlestick injury. The following information was provided by the initial reporter: the phlebotomist received a needle stick injury on the side of her thumb when attempting to close the shield over the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer eclipse blood collection needle the safety shield broke off resulting in a needlestick injury. The following information was provided by the initial reporter: the phlebotomist received a needle stick injury on the side of her thumb when attempting to close the shield over the needle.